Event description:
Account alleged the head hi/low is drifting down on this unit. He said, the unit is not in service and nobody was hurt.

Manufacturer narrative:
The tech bled the air from the lines to resolve the issue.